Manufacturer narrative:
This report was previously submitted with manufacturer report number 9612169-2025-01190 this MDR report is being submitted to notify that the issue with this suspect (first replacement lens with reported event- haptic tore off upon insertion) was during the same surgery and on the same patient. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens got stuck and would not advance. Additional information has been received that the surgery continued with same model company lens but the haptic tore off upon insertion. The lens was cut and removed from the patient's eye and the surgery completed with replacement lens. There are two medical device reports associated with this file. This is 2 of 2.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of non company as a viscoelastic which is not qualified for use with the associated product. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.